Manufacturer narrative:
(B)(4). The device was received for evaluation. Initial visual inspection revealed no obvious signs of damage/misuse/abuse. Functional testing included raising the blade to full engagement. The led was energized to a bright, steady light. When the device was manipulated the light flickered on and off. Further investigation noted the battery end cap was not fully seated in the "lock" position. Re-securing the end cap resulted in a steady light beam. The complaint has been confirmed. Investigation revealed that the battery end cap was not in the "lock operational" position, resulting in a "flickering" light. It is unknown at what point of how the end cap came out of the "locked" position. A CAPA was open 02-2016 from truphatek to further investigate and address the issue "flickering". A conclusion code could not be chosen as the complaint was confirmed however the root cause in undetermined.

Event description:
Customer complaint alleges "light failed during intubation. Worked during pre-check, but when force was applied during intubation the light turned off". It was reported there was no consequence or injury to the patient. Patient condition reported as "fine".